Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. The cause of low bg was unknown. The customer became unconscious, and received third party assistance from paramedics, who provided intravenous therapy (IV) of saline, dextrose, and took the customer to the emergency room (ER) to address bg. A system check was performed, and it was found that the customer was using off label insulin (lyumjev) within the pump supplies. The customer was discharged later the same day with the issue resolved and no permanent damage. Tandem technical support (cts) walked the customer through a pump system check and confirmed the pump is functioning as intended, recommendation was made to call back if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.